Event description:
Pt was revised to address pain. Surgeon noted an osteolytic lesion in inferior part of acetabulum.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not identify any related mfg deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis will be document on wwcapa (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.